Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at .5 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 22-jul-2019 it was reported that the patient¿s pump had been empty since (B)(6) 2019 because he was not able to find an hcp that would manage his pump. The patient now had a new managing hcp. The hcp had already aspirated the catheter and performed a dye study. They were planning to fill the pump with saline and monitor it for volume discrepancies. No patient symptoms were reported. No further complications have been reported as a result of this event.